Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Device has not been received for testing. Evaluation pending return of complaint unit.

Event description:
This is the sixth of six reports involving 6 different devices and 4 patients. A dental office has a curing light that they said is not curing properly. They have had to remove and re do 6 fillings so far. On (B)(6) 2013 spoke with assistant. She said that they only had 4 patients involved. She said that they would try the lights and when they did not cure they would grab another light and try it. They did not reuse it once it failed to cure. She said that they tried to cure for 40 seconds but the composite was still soft. She said that the lights did not seem to have enough curing power to cure the composite.